Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that there were removal difficulties. The 99% stenosed lesion being treated was located in the severely calcified and severely tortuous right coronary artery. The target lesion was predilated with a non-bsc guide wire and 2.0x15mm non-bsc balloon. While advancing a 2.25x12mm promus element plus stent delivery system (sds) to the target lesion some resistance was encountered. The stent was deployed slightly distal to the target lesion. Upon removal of the sds slight resistance was encountered; however, the physician was able to remove the device by slowly inflating, pushing and pulling the device. The procedure was completed by implanting a non-bsc stent overlapping the proximal edge of the 2.25x12mm promus element plus stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that the stent had been deployed. It was also noted that the hypotube was kinked at various locations along its length. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that there were removal difficulties. The 99% stenosed lesion being treated was located in the severely calcified and severely tortuous right coronary artery. The target lesion was predilated with a non-bsc guide wire and 2.0x15mm non-bsc balloon. While advancing a 2.25x12mm promus element plus stent delivery system (sds) to the target lesion some resistance was encountered. The stent was deployed slightly distal to the target lesion. Upon removal of the sds slight resistance was encountered, however the physician was able to remove the device by slowly inflating, pushing and pulling the device. The procedure was completed by implanting a non-bsc stent overlapping the proximal edge of the 2.25x12mm promus element plus stent. No patient complications were reported and the patient's status is good.